Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding devices associated with the trauma recon system. Prior to a procedure to treat a patient with a fracture of the shaft of the lower leg, a nurse broke the seal of the sterilized package and found noticeable impurities, described as a gray-coloured oily substance, adhered to the surface of the trs device. The nurse wiped out the impurities on the surface of the trs device and the doctor proceeded to use the device. This is report number 2 of 7 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
We detected that grease was leaking out of the referenced article. Possible causes: too much grease filled in to the articles, the sealing could be defective, wrong purification.